Manufacturer narrative:
As customer declined service, no further service activities were performed by philips. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)

Event description:
It was reported to philips that the table was immobile and software failed to boot on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.